Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a ruby coil, a lantern delivery microcatheter (lantern), and an angiographic catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the ruby coil through the lantern and into the target vessel. However, the ruby coil would not form into the target vessel. The physician then made a second attempt to place the ruby coil into the target vessel; however, the ruby coil unintentionally detached. Therefore, the angiographic catheter containing the lantern and ruby coil was removed. The procedure was completed using a new ruby coil, the same lantern, and the same angiographic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly. If the pet lock is forcefully manipulated during use, the pet lock may separate. If this occurs, the pull wire may retract from the distal tip of the pusher assembly and the embolization coil may detach from the pusher assembly. The detached embolization coil was not returned for evaluation; therefore, the reported embolization coil did not form the desired shape could not be confirmed. Further evaluation of the device revealed multiple kinks and fractures on the pusher assembly and the introducer sheath. This damage was not mentioned in the complaint and likely incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.